Manufacturer narrative:
Device analysis for the ins revealed no significant anomaly. Telemetry and output were okay. The battery reached normal end of life.

Event description:
It was reported that there was premature battery depletion. It was noted there were telemetry/interrogation issues. It was further noted there was a loss of stimulation/therapeutic effect. Patient was unable to adjust stimulation. Patient was going to meet with healthcare professional (hcp) on (B)(6) 2013 to schedule the explant and replacement. Impedance testing was done and the implantable neurostimulator (ins) battery status was checked. Patient had gotten an elective replacement indicator (eri) while attempting to use handheld remote control. Patient could not get it to turn on or adjust. Device was checked on (B)(4) 2013 by the manufacturing representative. The clinician programmer read an eri upon interrogation. Ins was checked with patient¿s remote and it showed an empty battery icon. Patient had less than 50% therapy relief. Patient experienced pain at the device pocket. It was confirmed that the device was replaced on (B)(6) 2013 and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported the end of life (eol) had shown up approximately 7 weeks post implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.